Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a right hemicolectomy procedure, the device was used for a side-to-side anastomoses and to staple across the small intestine and colon. The patient had to be brought back for a reoperation because there was a bowel leak. When investigated, it was found that the side-to-side anastomoses had given way and there was a leak on the staple line. Surgery time was extended by more than 30 minutes and the incision had to be extended by more than one inch. The procedure was also changed from endoscopic to open surgery: